Manufacturer narrative:
Updated fields: b4, g3, g4, g7, h2, h10, h11. Corrected fields: b5, h6 (health impact code). A getinge authorized distributor engineer resolved the issue by installing a replacement battery. Equipment was confirmed to work correctly. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) showed a damaged battery, with a message on screen indicating "an unusable battery had been detected on bay #1". The battery charge tests were performed and the problem persisted. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional contact - (B)(6).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a visit was made to evaluate the iabp unit and advised that it showed the damaged battery, and on the screen you can see a message that says "an unusable battery has been detected in bay nº1". The battery charge tests were carried out and the problem persisted. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) showed a damaged battery, with a message on screen indicating "an unusable battery had been detected on bay #1". The battery charge tests were performed and the problem persisted. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge fse had advised that the customer is currently using the iabp unit with one battery. It was noted that the defective battery would be replaced when received. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a visit by the dealer's getinge trained field service engineer (fse), when turning on the cardiosave intra-aortic balloon pump (iabp), an "unusable battery had been detected on bay #1" message was displayed on the screen. The battery charge tests were performed and the problem persisted. There was no patient involvement, and no adverse event reported.